Event description:
It was reported that the cracked trial was discovered by hospital staff on unknown date. No surgery details were made available by the surgeon although no harm to patient was reported. No additional information will be provided to the sales rep from the hospital.

Event description:
It was reported that the cracked trial was discovered by hospital staff on unknown date. No surgery details were made available by the surgeon although no harm to patient was reported. No additional information will be provided to the sales rep from the hospital.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified.. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding crack/fracture involving an unknown trial was not confirmed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown ps trial size 4 x #9. A supplemental report will be submitted upon completion of the investigation.